Event description:
Same case as MFR report #: 6000093-2006-01913, -01914, 6000089-2006-02100, -02101. It was reported that 360 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi) and in-stent restenosis. The index procedure identified and treated 5 target lesions. Target lesion 1 was a moderately calcified, 90% stenosed, de novo, ostial lesion of the mid lad (left anterior descending) measuring 2.75x26mm and was treated with predilation with a balloon at 10atm and deployment of a 2.5x16mm taxus express2 drug eluting stent at 9atm resulting in 0% residual stenosis. Target lesion 2 was a moderately calcified, 30% stenosed, de novo, ostial lesion of the proximal lad measuring 4.5x10mm and was treated with direct stenting with a 2.75x12mm taxus express2 stent at 9atm and post dilation at 20atm resulting in 10% residual stenosis. Target lesion 3 was a mildly calcified, 80% stenosed, de novo lesion of the ramus measuring 2.5x12mm and was treated with predilation with a balloon at 9atm and deployment of a 2.5x12mm taxus express2 stent at 9atm resulting in 0% residual stenosis. Target lesion 4 was a moderately calcified, 30% stenosed, de novo lesion of the proximal lad measuring 4.5x10mm and was treated with direct stenting with a 2.5x16mm taxus express2 stent at 10atm and post dilation at 20atm resulting in 0% residual stenosis. Target lesion 5 was a 99% stenosed, de novo lesion of the r-pda (right posterior descending artery) measuring 2.5x8mm and was treated with predilation using a balloon at 8atm and deployment of a 3.5x12mm taxus express2 stent at 18atm resulting in 0% residual stenosis. The pt was discharged 3 days following the index procedure on asa and plavix. The pt experienced an anterior, q-wave mi 360 days following the index procedure. Distal edge and gap restenosis of the mid lad was found and a reintervention was performed by placing a bare metal stent (MFR: boston scientific, model: unk). The pt was discharged 2 days later. It was reported that the pt was taking asa and plavix at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.